Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing a fall, injury, or engaging in strenuous activities since implant, the patient having another device/screws/pins implanted, migration, wearing the waa while the MRI was performed and not using an open bore MRI have been ruled out as potential causes. In addition, the clinical representative provided information related to the settings used during the MRI, but was unsure if the MRI was performed according to the IFU. Based on the information available, the cause of the taser like sensation is no fault/no problem found.

Event description:
The patient reported a taser like sensation from the waist down during the first portion of their MRI and has continued to experience tingling after the MRI. The MRI was not aborted as the patient did not report the event until the end of the scan. The patient remains implanted and has returned to work. The patient is requesting the device be explanted due to not getting the pain relief they expected. However, the explant procedure is not scheduled as of yet.